Event description:
It was reported that the patient presented for implant of the right ventricular lead. During the procedure it was observed that lead had high capture thresholds. An attempt was made to reposition the lead, however the helix failed to extend. The lead was removed. There were no patient consequences.

Manufacturer narrative:
The reported events were helix mechanism issue and high capture thresholds. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood and tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. After the lead was cut and cleaned, the helix could be extended and retracted with torque applied directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to tissue in the helix region and overtorque of the inner coil. The reported event of high capture thresholds was confirmed. Electrical tests did not find any indication of conductor fractures. Electrical tests found internal shorting due to overtorque of the inner coil inside the connector region which cause the reported event of high capture thresholds. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.